Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The reason for call was patient representative stated that the device didn't work well for the patient and wasn't a big help ever since implant. Patient representative said the patient was feeling electrical shocks on their testicles up to a point that it was torturing, so they decided to turn the device off about a year ago. The patient now would like to have their device removed. The patient was redirected to their healthcare provider to further address the issue.